Manufacturer narrative:
Qn#(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint that the iab "does not appear to be fully inflating " is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped and inserted as expected. However, the doctor stated that the iab does not appear to be fully inflating. As a result, a new iab was used without issue. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was prepped and inserted as expected. However, the doctor stated that the iab does not appear to be fully inflating. As a result, a new iab was used without issue. There was no report of patient complications, serious injury or death.